Event description:
Additional information received reported that on (B)(6) the manufacturer¿s representative (rep) found out that the patient had shorted leads in their back. Since this occurred ¿the stimulation level wasn¿t where it was supposed to be¿ and the patient was getting a little bit on the left side but their muscles locked up from it and their leg was sore. The patient was having problems getting through to their doctor and wanted the report from when they met with the rep. Sent to their physician. It was further noted that the patient was still having concerns regarding their device or therapy but were working with their doctor or rep. An appointment was scheduled on (B)(6), 2015 to schedule a wire replacement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was recurrence of pain. The patient reported that he began to have increase pain to the right low back and leg and noted he was not feeling his stimulator per his usual. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. The event resulted in an unscheduled clinic or office visit. The patient reported pain recurrence. The device was interrogated and there were high impedance on the lead. Imaging showed slight lead migration. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause was not noted or determined in the follow up or procedure notes.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that high impedances were measured (>20,000 ohms) on electrodes #9, 10, 11, 12, and 15 of the right lead of the patient¿s implantable neurostimulator (ins) system. The patient did not remember any specific event that may have caused the high impedance issue. It was noted that the patient was getting stimulation coverage to their right leg and right back area but that it ¿comes in and out¿. Also, the stimulation randomly got stronger and weaker. There were no issues with the left lead and it gave the patient full coverage to the left leg and back. No further troubleshooting, interventions, or other actions had been performed. Nothing further had been heard from the patient since reprogramming although they were going to reschedule if needed but had no plans at the time or report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.